Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic due to episodes of loss of consciousness and palpitations. Upon interrogation, the device displayed multiple automatic mode switching (ams) episodes that were attributed to noise. The issue was reproducible when the patient lifted her arm. The device was reprogrammed which resolved the issue. No further intervention was reported.